Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery drained quickly, and the device was beeping indicating replace power. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. Log file analysis revealed that the battery discharged as expected when in use. Analysis of data log files revealed premature power switching due to momentary disconnections involving the battery. Momentary disconnections will result in an audible tone or "beep". As a result, the reported event could not be confirmed; however, the recorded premature power switching events were most likely perceived by the patient as the reported power consumption issue. A possible root cause of the reported event can be attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.